Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the mega suturecut needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damages on the edge and on the surface. Engineering concluded that the damage was likely due to excess contact and mishandling. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.